Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. The lot met all release criteria. Visual/microscopic inspection: the catheter was returned inserted through a terumo 6fr introducer sheath. The balloon size for this product is printed on the balloon hub of the catheter and identified the returned sample as a 2.5mm x 150mm balloon. The distal end of the balloon was protruding from the distal end of the introducer sheath. The portion of the balloon protruding out the introducer sheath was examined under microscopic magnification (10x) and was observed to be bunched and twisted, likely indicating retraction issues. No other anomalies were noted to the catheter at this time. The introducer sheath was examined under microscopic magnification (10x). The distal end of the sheath was bunched and slightly flared inwards, likely indicating retraction issues. Functional/performance evaluation: the patency of the guidewire lumen was tested using an in-house 0.035¿ guidewire, and it passed without issue. The balloon was unable to be retracted through the sheath. The balloon was able to be advanced forward out of the sheath. The balloon was observed to be twisted around the core wire and distal tip. The patency of the distal tip was tested using an in-house 0.014¿ guidewire, and it passed without issue. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the device was returned within a 6fr introducer sheath. The investigation is confirmed for retraction problems, as the balloon was returned stuck within the introducer sheath. The investigation is inconclusive for device-device incompatibility as the reported conditions of use could not be recreated (i.e. Patient vessel). Labeling review: the current vascutrak pta dilatation catheter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device.

Event description:
It was reported that during treatment in the posterior tibia, the pta balloon catheter allegedly became stuck on the guide wire and was then allegedly difficult to retract through the sheath. It was further reported that access was maintained by advancing a second guidewire alongside of the original guidewire allowing for the original guidewire, sheath and catheter to be removed as a single unit without incident. It was then reported that another balloon was used to complete the procedure. There was no reported patient injury.